Event description:
User facility reported that the cannula was found to have broken off about 1mm from the hub. The pt was admitted to hosp to have the cannula removed surgically. According to the reporter, the cannula was removed surgically under local anesthetic and required a single suture to close.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.